Event description:
It was reported during the implant procedure, that the lead dislodged and was replaced with another lead. No patient complications resulted from this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.